Manufacturer narrative:
A report was received from the clinical database that the patient felt multiple shocks from his implantable cardioverter defibrillator (ICD) on (B)(6) 2016. At this time, the patient reported these events were associated with increased malaise, rhinorrhea, chest pain, a non-productive cough, fever and chills. The patient was admitted to hospital on (B)(6) 2016 where interrogation of his ICD confirmed eight ICD firings for ventricular tachycardia. At the time of his admission, the patient's infection symptoms were associated with an upper respiratory infection. He appears to have been started empirically on intravenous (IV) vancomycin and cefepime on (B)(6) 2016. Cultures that had been drawn on (B)(6) 2016 proved to be positive for (B)(6). It appears that the patient's vancomycin was changed to IV ancef. The patient's ICD was reprogrammed and he was transferred to the intensive care unit where he was treated with electrolyte (magnesium and potassium) replacement, amiodarone and sotalol infusions. The patient had two further shocks and was started on a lidocaine infusion. An echocardiogram was performed and resulted in decreasing the hvad pump speed to 3200rpm. On (B)(6) 2016, the patient's amiodarone infusion was decreased and the lidocaine drip discontinued. The patient had no further episodes and ventricular tachycardia and was transitioned from intravenous to oral amiodarone. The arrhythmia events were reported to have been resolved on (B)(6) 2016. The primary investigator reported that this event was related to the patient's condition, possibly related to the hvad system and unrelated to the hvad procedure. By (B)(6) 2016, the patient's fever and leukocytosis had improved. A transesophageal echocardiogram (tee) revealed no evidence of vegetation and repeated blood cultures were negative on (B)(6) 2016. A computerized tomography (CT) scan done on (B)(6) 2016 was suggestive for right middle lobe pneumonia and fluid (possible hematoma) surrounding a small segment of the hvad outflow cannula; while an abdominal CT scan on (B)(6) 2016 was negative. The patient underwent placement of a central catheter for continued IV ancef administration. The patient was discharged on (B)(6) 2016 and was noted to be afebrile at that time. The bacteremia event was reported to have been resolved on (B)(6) 2016. The primary investigator reported that the event was related to the patient's condition and unrelated to the hvad system or procedure. Updated conclusion: with a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported events. The most likely cause of the reported arrhythmia event is the patient's pre-existing history of arrhythmias and related comorbidities and the patient's progressive underlying condition; while the most likely source of the reported sepsis is the patient's upper respiratory infection. The primary investigator reported that the events were related to the patient's condition and unrelated to the hvad system. Though the root cause of the events cannot be conclusively determined; there are patient factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Many heart failure patients will have permanent pacemakers and internal defibrillators in place by the time an lvad is implanted. These devices are often needed in the early postoperative period. Cardiac arrhythmias are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical database that the patient felt a shock from his aicd. Additionally the patient complained of increased malaise, rhinorrhea and nonproductive cough with fever of 102.2 and chills. He was admitted for evaluation and management on (B)(6) 2016. Ep ordered aicd to be interrogated. The aicd fired a total of 8 times with patient complaining of chest pain in and out of ventricular tachycardia. The patient was transferred from telemetry to ICU. Patient's condition at this time is unknown. No additional information available.

Manufacturer narrative:
Additional information was received that the patient was treated electrolyte (magnesium and potassium) replacement, amiodarone and sotalol infusions. The patient's defibrillator was interrogated and changes made to the programming. The patient had two further shocks and was started on a lidocaine infusion. An echocardiogram was performed and resulted in decreasing the hvad pump speed to 3200rpm on (B)(6) 2016. The next day, the patient's amiodarone infusion was decreased and the lidocaine drip discontinued. The patient had no further episodes and ventricular tachycardia and was transitioned from intravenous to oral amiodarone. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.